Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right common femoral artery. During the first inflation of the 6mmx40mmx150cm armada 18 balloon dilatation catheter (bdc) to 10 atmospheres, a leak was noted at the distal end of the strain relief tube. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new armada 18 bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: abbott vascular (av) analyzed the returned device and confirmed the reported leak in the distal end of the hub. A review of the complaint handling database found no similar incidents from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause analysis and determined the most probable cause, which appears to be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.